Event description:
Complainant alleged that during a routine shift check of the device by a clinician, a "poor pad contact" message was observed. The complainant indicated that there was no patient involvement in the reported malfunction.